Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.7cm in diameter abdominal aortic aneurysm. The proximal neck measured between 22 and 23 mm in diameter. The length of the proximal non-aneurysmal neck measured 26.9mm. The right iliac artery measured 15.4mm in diameter and the left iliac artery measured 13.5 mm in diameter. It was reported that intra-operatively a type IV endoleak and suspected type iii endoleak were observed. After that, the physician was deploying the contralateral limb, it was pushed up excessively. It caused tension in the graft fabric and an endoleak occurred. It was unknown whether the endoleak was type IV or type iii. The leak flow was considerable. It looked like a type IV, but there was the possibility that a pinhole breakage was caused on the graft fabric. The physician implanted two (B)(4) devices, on both sides and the endoleak was resolved. The procedure was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); unapproved use of device (highly angulated proximal neck, implanting the contra limb too high within the gate); patient's condition affected effectiveness of device (highly angulated proximal neck); evaluation codes, conclusions: operational context contributed to event (highly angulated proximal neck, implanting the contra limb too high within the gate); device failure/lack of effectiveness related to patient condition (highly angulated proximal neck).